Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3714 showed no other similar product complaint(s) from this lot number.

Event description:
The rn placing the device reported, "on (B)(6) 2020; I attempted to place a PICC line in the left brachial vein of a patient¿s arm. I was unable to advance the wire so I went to pull the wire out, and it felt as if the wire got stuck on the introducer needle, so I advanced the wire a bit and attempted to pull out the wire and introducer needle together and it would not come out. Then I removed the introducer needle and pulled gently back on the wire and as I was removing the wire, the wire was uncoiling and ended up snapping and lodging the tip portion of the wire into the patient¿s arm. I notified the patient immediately that there was a chance there was a piece of wire in her arm and we would possibly need to run some tests to see if that was truly there. I notified the doctor who was the physician for the day and he ordered a cta of the lue. Upon cta completion the wire was definitely seen. I filled out an incident report that day. Eventually surgery was performed on patient and the wire was removed from her arm."